Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had insulin flow blocked alarm. Customer¿s blood glucose level was 300 mg/dl. Customer reported that they had troubleshoot. Customer declined to continue the troubleshooting for insulin flow block alarm. Customer reported that they tried all remedies and did not want to troubleshoot. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.